Event description:
Procedure type: open thoracotomy. According to the reporter: during the procedure, the physician was using the small clip applier. The physician noted that clip applier became jammed and tore the pt's artery at the surgical site.

Manufacturer narrative:
(B)(4)